Event description:
Additional information was received from the patient. They reported that they had an appointment with their hcp on (B)(6) 2021 where x-rays were taken and another appointment was made to meet with the manufacturer representative. On (B)(6) 2021 the manufacturer representative adjusted the device with good results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for if the cause of the stimulation in the left leg had been determined the patient replied ¿yes,¿ and in response to the inquiry for what most likely caused or contributed to the issue, the patient replied only wrote ¿interstim.¿ in response to the inquiry for what steps were or would be taken to resolve the issue, and had the issue been resolved, the patient replied ¿yes,¿ that the interstim had been turned off for 2 ½ hours and they restarted on a different program. The patient indicated that they didn¿t know/couldn¿t remember the date when the of the actions took place. Additional information was received from the patient on (B)(6) 2021. They reported that they ¿had to turn it off because it was causing¿ them ¿too much pain in¿ their ¿leg.¿ the patient they tried levels 4-7 and that they were all causing pain in their left leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) was  trying to turn stimulation off to see if that impacts the horrific pain they have been feeling in their left leg but they have not been successful to turn stim off. Pt said when they tried (at least 15 times) they got: device not responding. Worked with pt and their equipment to connect and after an unsuccessful attempt pt was able to turn stim to off. Pt said their pain is in their left leg, the stimulator was implanted on their right side but they have always felt stimulation on their left side. Asked pt since stim was turned off did they notice any difference in the left leg pain and pt said no but would give it an hour to see if it changes. Pt will monitor and report the issue to their doctor. Pt said they have a follow-up appointment coming up.  No further complications were reported/anticipated at this time.